Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation, when the protector sheath of a 4.00mmx28mm synergy drug-eluting stent was removed, it was noted that the edge of the stent had already been lifted. The procedure was completed with another synergy&#10244;rug-eluting stent. No patient complications were reported and the patient's status was good.